Event description:
The rptr stated the surgeon used a cc4204a collamer single piece lens. As the surgeon was advancing the lens in the injector, a piece of the trailing haptic got stuck in the injector. The lens had pt contact. The lens was still in the injector system when tip of the lens was partially inserted in the eye. With the lens partially in the cartridge, the surgeon was able to pull out the lens with no injury to the pt. A backup lens, same mode and size was implanted. The lens is loaded by the tech. Cause of this incident is unk.

Manufacturer narrative:
Eval method: lens work order search. Results: visual inspection of the returned product found a small piece of one haptic torn off and missing. Lens was returned dry. There was no visible damage to the cartridge. The plunger was broken on the injector. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions - (no conclusion can be drawn): based on the complaint history, lens work order search and the eval of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: investigation performed by manufacturer of the injector. Results: investigation performed is based on the complaint description and the returned injector. The investigation of the concerned complaint pointed out that not sufficient viscoelastic was used particularly in this case. A possible consequence of the increased friction of the iol in the conical zone of the cartridge and could lead to totally stop the advance of the plunger. The lubricity of the nozzle was not activated and the iol was stuck in the entering zone of the cartridge nozzle. Conclusions: based on the complaint history, work order search, (B)(4) investigation and the evaluation of the returned product, it was determined the specific root cause of this event was due to user error. (B)(4).